Manufacturer narrative:
The subject device was returned to olympus for evaluation. Olympus checked the subject device, and there was no abnormality of the subject device. There was no abnormality of high frequency output. Even when a slight vibration was applied to the subject device activating high frequency output, there was no abnormality of high frequency output. Olympus checked the log of the subject device, then it was confirmed that there were errors generated 4 times of error 01 (failure of the patient plate) and 6 times of error 02(failure of the saline cord). There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Event description:
During a transurethral resection of the bladder tumor with the subject ues-40s, unspecified error was frequently displayed on the front panel.the user facility replaced the subject ues-40s to the vio to complete the procedure.there was no report of the patient injury other than replacing the device.